Event description:
Plaintiff was employed as a medical technologist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering various injuries and developing a latex allergy.